Event description:
Follow up information received identified the patient had her scs lead replaced due to a suspected lead fracture. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase the scs system's stimulation. A company representative attempted reprogramming, but high impedances were found on multiple lead contacts. Sugical intervention may be taken to address the issue.